Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic appendectomy, the device did not fire. A new device was used to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was returned for evaluation. Visual inspection noted the instrument body displayed no abnormalities while sulu (single use loading unit) was partially applied. Inspection under the microscope displayed nicks on the knife blade. Functionally, the returned device had damage to the cutting edge of the knife blade due to an obstruction during testing. It was reported that the device did not fire. An associated device issue was confirmed. The product analysis noted evidence that the device was not used as intended. This can occur if the instrument is applied over an obstruction. The manufacturing records for each device are also thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: -when positioning the instrument on the application site ensure that no obstructions such as previously clips are incorporated into the instrument jaws. Firing over an obstruction may result in improperly formed staples. Improperly formed staples may result in leakage or disruption of the staple line. If information is provided in the future, a supplemental report will be issued.